Manufacturer narrative:
The scope was sent to an independent laboratory to eto sterilization. The scope was then returned to the service for evaluation. A visual inspection was performed with an olympus boroscope on the received scope and no stains or foreign material was noted inside the biopsy or suction channels. Additionally, while inspecting the channels with the boroscope; no kinks or damages were found within. Furthermore, the bending section cover, insertion tube, and light guide tube have no signs of discoloration. The distal end and the surrounding areas are also free of any foreign material. The scope passed the leak test. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched on feb 15, 2019 to observe the user facility¿s reprocessing methods. The ess reported that during the meeting the user facility was provided the olympus simethicone letter, delayed reprocessing letter and an updated tjf-q180v reprocessing wall chart. The ess reported that three of the facility¿s reprocessing technicians were observed reprocessing some of their gastroscopes and colonoscopes. There were no deviations noted during the reprocessing observation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus received additional information that states the facility uses medivators rapicide pa as a cleaning and disinfection solution. The endoscope is pre-cleaned immediately after every case in accordance with the manufacturer¿s recommendations. The endoscope¿s channel is being brushed during manual cleaning with a single use us endoscopy ¿duo swift brush (00711619). The endoscope is leak tested prior to manual cleaning with a verinetrix leak tester by medivators. The endoscope is then placed in the facility¿s medivators advantage plus 2.0 automatic endoscope reprocessor (aer). The minimum effective concentration is being checked after every case. The aer¿s last preventative maintenance was in (B)(6) 2018. After reprocessing the endoscope is hung in a ventilated endoscope cabinet. The date of the facility's last reprocessing in-service is unknown. The facility ¿s reprocessing staff has changed since the last in-service as one technician has left and two new reprocessing technicians are now in rotation. However, all of the facility¿s reprocessing personnel is trained on how to properly reprocess an endoscope. The facility¿s scope undergoes routine maintenance. As part of our investigation an olympus engineer was dispatch to observe the sampling techniques and noted the following deviations: during preparation card was brought in the room. The sampler¿s sterile gloves were not changed after preparation step. The sampler¿s ppe was sliding off during sampling

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). Please see the updates in sections: g4, g7, h2 and h10. This re-culturing sample tested positive for bacillus circulans and micrococcus luteus.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time. As part of our investigation, an olympus endoscopy support specialist was dispatched to observe the reprocessing techniques of the technician who reprocessed the subject scope. To date, the ess visit has not been finalized.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for acinetobacter radioresistens after reprocessing. The facility utilizes a medivators advantage, aer to reprocess the scope. There were no associated patient infections reported.